Manufacturer narrative:
It was reported that the automatic fusion was not satisfying and that the surgeon had to manually adjust the fusion. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, there was no failure of the device. Once an automatic, semi-automatic or manual fusion has been performed, a window is displayed allowing the user to verify the quality and to manually adjust it, if necessary. This adjustment step exists as it is considered that fusions made by the software does not always provide satisfying results.

Event description:
It was reported that during surgery, the image merging between the CT scan and the MRI scan was unusable. The surgeon had to correct manually the merging. This event caused a minimal delay and no clinical consequences.

Manufacturer narrative:
(B)(4).the device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during surgery, the image merging between the CT scan and the MRI scan was unusable. The surgeon had to correct manually the merging. This event caused a minimal delay and no clinical consequences.